Event description:
It was reported by the customer that their insulin pump was alarming. Customer was advised to disconnect from insulin pump. During troubleshooting, customer was asked to remove and reinsert the reservoir into the device. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.